Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an emergency department technician suffered a contaminated needle stick injury from a 23 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 7 in. Tubing and luer adapter while sliding the safety shield due to a safety mechanism failing. Both the technician and source patient received post exposure lab work.